Manufacturer narrative:
The returned meter was investigated with retained test strips and a new issue was observed. Meter did power on with button depression and with strip insertion. Visual inspection observed a black spot in the middle of the meter's screen. The device was sent for further investigation. The meter was disassembled and the strip port was dismantled. Visual inspection of the meter's circuit board and strip port was performed. There was no evidence of corrosion, contamination or melted components that would indicate fire, smoke, electric shock or explosion inside of the meter. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his freestyle insulinx meter was burning inside. Customer further mentioned while logging in his insulin dosage visible smoke was observed coming out of the strip port area of their meter with a stinky smell. There was no report of death, serious injury or mistreatment associated with this event.